Event description:
Manufacturer report number 1627487-2019-06950, manufacturer report number 1627487-2019-06951. It was reported that device system was not providing effective stimulation. It is unknown when this issue began however the patient did have effective stimulation after implant procedure. Device system was explanted as result to resolve the issue. Therapy was restored post procedure.